Manufacturer narrative:
Findings: after battery installation unit alarmed pump error, followed by pump error 24 then critical pump error, problem was isolated. Unable to perform functional test including selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to critical pump error. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call critical pump error alarm and multiple other error alarms on the insulin pump. Customer¿s blood glucose level was 98 mg/dl. Troubleshooting for critical pump error was performed. Caller advised they removed the battery on the insulin pump; however, the device did not shut off. Caller advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issues and multiple error alarms on the device. Caller was advised to discontinue use of the device and revert to a backup plan. Caller was advised that the device would be replaced and agreed to return the product for analysis.